Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-03871. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi) and stent thrombosis occurred. The patient was treated with placement of a 3.5x24mm taxus liberte stent and a 3.5x12mm taxus liberte stent. In (B)(6) 2012, the patient experienced ischemic symptoms lasting 10 minutes or more, new st elevation, depression or bundle branch block. The physician performed cardiac enzyme testing, angiography and an echocardiogram. The physician also observed stent thrombosis, which was treated with revascularization. Additional information has been requested and is not available.